Event description:
It was reported that during nava (neurally adjusted ventilatory assist) mode of ventilation, when the edi catheter was removed from the patient, it broke leaving the tip in the stomach. A gastroscopy was necessary to remove the broken tip. The final patient outcome was no harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No parts of the edi catheter was returned. Therefore, the investigation consists of an evaluation of available information and the provided pictures. There was reportedly no problems inserting the edi catheter, which was used for monitoring and ventilation in nava mode. The edi catheter was used for both feeding and medication and daily aspiration with no documented problem, which indicates that the edi catheter was functional during the ventilation period. The provided pictures showed that the distal end part of the edi catheter was broken off and both parts were discolored. There was no visible swelling. According to received information, the edi catheter was used over 20 days, which exceeded the recommended duration of usage of 5 days as outlined in the user¿s manual. It was also stated that a lubrication of the edi catheter had been used. The user¿s manual states as an important note that no other substance than water should be applied to the edi catheter. Other substances (lubricants, gels or any other solvents) might destroy the hydrophilic coating and disturb the contact with the electrodes. A check of the material parameters for the edi catheter showed that all parameters were within the specified limits during manufacturing. The product met the final release criteria. There were no non-conformities identified with the batch. The cause of breakage of the edi catheter when it was extracted has not been conclusively determined but a combination of effects from the surrounding chemical and biological environment in the stomach could have caused or contributed to the breakage. The effects of the extended duration of use and lubrication on the material have not been determined but it cannot be ruled out that it could have been a contributing factor. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).